Event description:
It was reported that the right ventricular (rv) lead exhibited low r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4136 lead unknown implant date. If information is provided in the future, a supplemental report will be issued.